Manufacturer narrative:
(B)(4). Following notification of resolution, this event will be further updated.

Event description:
Boston scientific received information that during a routine interrogation, an untreated and two treated episodes, were noted in memory. When attempting to access the untreated episode information, a red error screen was exhibited indicating a call to boston scientific technical services was required. It was additionally reported that on the same date, the patient was with their hpc and received an external shock for a slow ventricular tachycardia. It was further reported that all episodes prior to, and after the untreated episode, were accessible without complications. No system changes were reported and no adverse patient effects of note. All data was uploaded for an engineering assessment as it is suspected that memory from this specific episode, maybe damaged due to the external therapy. To date, the device remains implanted and in service.

Manufacturer narrative:
(B)(4). An engineering level of memory review, reported this was not likely a case of memory corruption. It was believed to be similar to previous issues in the past with processing long episodes. After several attempts at recreating the issue within a laboratory environment with similar long episodes, engineers were not able to recreate the programmer error log and halt, as observed clinically. At this time no system changes have been made nor requested. Device remains implanted and in service with no further anomalies.

Event description:
Boston scientific received information that during a routine interrogation, an untreated and two treated episodes, were noted in memory. When attempting to access the untreated episode information, a red error screen was exhibited indicating a call to boston scientific technical services was required. It was additionally reported that on the same date, the patient was with their hpc and received an external shock for a slow ventricular tachycardia. It was further reported that all episodes prior to, and after the untreated episode, were accessible without complications. No system changes were reported and no adverse patient effects of note. All data was uploaded for an engineering assessment as it is suspected that memory from this specific episode maybe damaged due to the external therapy. To date, the device remains implanted and in service.